Manufacturer narrative:
Pt age: please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Pt gender: please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Date of event: please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Product ID 3023, product type: implantable neurostimulator. Please note that this device was used in an off-label manner as it was implanted for treatment of constipation a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Zerbib f, siproudhis l, lehur p-a, germain c, mion f, leroi a-m, coffin b, le sidaner a, vitton v, bouyssou-cellier c, chene g. Randomized clinical trial of sacral nerve stimulation for refractory constipation. Bjs. 2016. Doi: 10.1002/bjs.10326. Summary: open studies have reported favourable results for sacral nerve stimulation in the treatment of refractory constipation. Here, its efficacy was assessed in a double-blind crossover rct. Reported events: 3 patients with sacral neurostimulation (sns) for refractory constipation experienced wound infection, abscess, and/or hematoma. These were noted to be an adverse event related or possibly related to the device. Two of these infections were considered serious adverse events. Two patients required definitive removal of the device and one was treated with antibiotics; 1 patient with sns for refractory constipation experienced electrode wire displacement; this was considered a serious adverse event. The patient had the wire replaced before randomization arm of this clinical study; 1 patient with sns for refractory constipation experienced pain at the stimulator site, which led to electrode replacement prior to the randomization arm of this study. [Pli 30 and pli 230]; 1 patient with sns for refractory constipation experienced sciatica; this was considered a serious adverse event; 1 patient with sns for refractory constipation experienced vaginal infection. This was noted to be an adverse event related or possibly related to the device; 2 patients with sns for refractory constipation experienced abdominal pain and asthenia; this was considered a serious adverse event. The asthenia was noted to be an adverse event related or possibly related to the device; 1 patient with sns for refractory constipation experienced abdominal pain and anemia; this was considered a serious adverse event. The anemia was noted to be an adverse event related or possibly related to the device; 1 patient with sns for refractory constipation experienced sinusitis; this was considered a serious adverse event; 1 patient with sns for refractory constipation experienced vagal response; this was considered a serious adverse event. The following device specifics were provided: lead model 3093 (for trial pne); external stimulator model 3625 (for trial pne); implantable neurostimulator interstim model 3023.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.